Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.

Event description:
The micro drill long straight attachment was sent in for eval, because it was smoking and it scorched a bur during a podiatry procedure. No adverse event was reported; the procedure was completed with another device.